Event description:
This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. This is a spontaneous case report received from a consumer mother via regulatory authority (case# FDA-2014-n-0736-1035) in united states on 01-sep-2015 which refers to her daughter female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed. According to reporter essure has made her daughter life miserable. After having her third child, her daughter and her husband made the decision to not have any more children. She talked with her doctor about having her tubes tied, but doctor talked her into having the essure implants put in. As soon as she had the implant put in, she immediately stated having nausea and pain in her stomach. She was assured that it was reactions to post-surgery and would go away. Six months later, it was clear that her issues were not post-surgery and did not go away. She began her long two years of doctors, pain and illness. There were many days when she could not even get out of bed. She would be doubled up in pain, crying. She felt so helpless. She had a baby and two older children to care for, but could not because of her illness. She had numerous tests done: computed tomography scans, ultrasounds, magnetic resonance imaging, internal ultrasounds, trying to determine what was causing her symptoms. Her mom stated that she would help her with the children, as would her mother-in-law, as much as they could it was a nightmare for all of them. She wanted just be a normal mother and wife, bin she could not. Her mother contacted her doctor and requested that she remove her implants. The doctor refused insisting that consumer issues had to be something else. She searched and searched for a gynecologist that would remove the implants, no one wanted to touch it. She kept searching until she finally found a doctor that agreed to remove the implants. When the doctor came out at the day of surgery, he said that he was able to remove the implants, but he had to do a partial hysterectomy too. They knew this was a possibility, but were stunned to find out that her daughter, at the young age of (B)(6), no longer had her female organs. However, they were happy that the implants were out and they did not shatter and damage other organs as some women had experienced. It took consumer quite a while to recover from having the implants removed and the hysterectomy. She still, to this day, has ovary pain at times and the emotional impact losing her female organs at such a young age, still depresses her. Just this week, she was diagnosed with a auto-immune deficiency that other essure patients have suffered from. Yet another illness and issue that was caused by essure that she now has to face. When she should be enjoying her beautiful children and life, she spends a lot of her time in the doctor's office and is on many medications. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced many days when she could not even get out of bed, would doubled up in pain. A partial hysterectomy was performed. This event was considered serious due to its medical importance and listed in the reference safety information for essure. Pain may occur with essure therapy. Based on the nature of the event and considering a positive temporal relationship with suspect insert, a causal relationship cannot be excluded. She was also diagnosed with auto-immune deficiency, which is serious due to its medical importance and unlisted. Based on the pathophysiology and given essure's local action in fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 02-oct-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up received on 19-oct-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting that took place in september 2015 (case# FDA-2014-n-0736-1741). Consumer's mother stated her daughter was doing well, she has her 3 children and husband that has been patient with her issues. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced many days when she could not even get out of bed, would doubled up in pain. A partial hysterectomy was performed. This event was considered serious due to its medical importance and listed in the reference safety information for essure. Pain may occur with essure therapy. Based on the nature of the event and considering a positive temporal relationship with suspect insert, a causal relationship cannot be excluded. She was also diagnosed with auto-immune deficiency, which is serious due to its medical importance and unlisted. Based on the pathophysiology and given essure's local action in fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.